Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator pre-use leak test. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.